Event description:
The hcp reported the pt presented with redness and pain of the device pocket. The hcp is unsure if a culture was done. The pt was treated with oral antibiotics and device system explant after an implant duration of 7 months. The pt outcome is unknown to the hcp as the pt failed follow up care.